Manufacturer narrative:
This report is submitted on february 03, 2023.

Event description:
Per the clinic, the patient experienced trauma at the implant site (specific date not reported) and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 17, 2023.